Event description:
It was reported that premature battery depletion was suspected with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. Product summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).